Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal power distributor (upd). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Error 31221 was replicated and confirmed during testing. This error is identified as a hardware high-side switch fault, confirming that it occurred in the field. Visual inspection did not reveal any issues related to the event. The unit was installed, programmed, and tested on the system, where error 31221 was again triggered at startup, replicating the reported event. After multiple power cycles and one hour of idle operation in normal mode, no further errors were observed. It is concluded that the upd cfg was the root cause of the reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure using an xi system, the customer reported a non-recoverable fault 31221 on the patient side cart (psc). After attempting a hard power cycle, the error persisted. The customer also unplugged the psc blue fiber cable and started the psc in standalone mode, but the fault remained. The procedure was aborted to another da vinci system, with no report of patient involvement. Intuitive followed up with the customer. However, customer did not have any information.